Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's electrode found shorter than usual when the reported sensor was removed. No harm requiring medical intervention was reported. Sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula mostly retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Then, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications.